Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025. Product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# n/a serial# (B)(6) implanted: (B)(6) 2025 explanted: n/a product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #:(B)(6) , ubd: 07-sep-2025, UDI#: (B)(4) edtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was seeing an oor (out of regulation) 2703 service code. X-ray was performed that indicates extreme twisting of extensions. Provider suspects patient is flipping the implantable neurostimulator (ins). Impedance check indicates 10c high. Surgery is planned, but not yet scheduled at time of this report.

Manufacturer narrative:
Continuation of d10: product ID b3400060 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type extension the returned extension device (sn:(B)(6)) was subjected to a series of standard tests that included but was not limited to visual inspection and electrical testing. The conductor #1 and #6 was found to be broken 30. To 30.5cm from proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h.11.

Manufacturer narrative:
Continuation of d10: product ID b3400060 serial# (B)(6) implanted: (B)(6) 2023 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Removal/replacement surgery scheduled for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID b3400060, serial# (B)(6) implanted: (B)(6) 2023, product type: extension. H2: correction made on implant date of product ID b3400060 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the rep stating that the impedance issue resolved when the extension was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.